Event description:
On (B)(6) 2013, the reporter claimed that the subject pump was very hot to touch. During troubleshooting, the animas representative noted the battery cap was secured. There was no product misuse or damaged to any other area of the subject pump. The issue was not resolved with troubleshooting. This complaint is reported due to the alleged temperature issue on the subject pump. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/13/2013 device evaluation: the device has been returned and evaluated by product analysis on 10/31/2013 with the following findings: the pump black box history showed some signs of unusual voltage fluctuations. The battery was not returned with the pump for investigation. The pump was found to power on appropriately. The pump was exercised with no overheating duplicated. The electrical current draws were tested and were found to be within specifications. There was no evidence of loose components or moisture contamination inside the pump when the pump cover was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.